Event description:
It was reported that the patient was admitted in the hospital due to pump failure.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be a board failure, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. As the device is beyond a year from the manufacture date and with no indication of a manufacturing defect, no device history review was performed. Per service history review this device had not been in for service in the past twelve months and there was no indication the complaint was related to a previous service of the device.